Event description:
Patient's ms3 pump sn (B)(4) keeps alerting "push rod must move forward". Patient states she has taken her cartridge out several times. She ensures everything is being aligned properly and pump still continues with same alert. Advised patient pharmacy will send replacement pump and she will return malfunctioning pump. Error occurred while patient was switching her pumps and not while in use. Patient did not experience any injury from error. Patient will be returning pump to pharmacy and pharmacy will be sending replacement. Dose or amount: 29 ng/kg/min. Frequency: 0.032 ml/hr. Route: sq. Dates of use: (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.